Manufacturer narrative:
The customer indicated that controls were performed and passed within 24 hours prior to the incident. Test strips from the same vial of strips were used to obtain both of the alleged results. The product was requested to be returned for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meter serial number (B)(4) (meter a), compared to accu-chek inform ii meter serial number (B)(4) (meter b). At 8:39 pm the meter result was 537 mg/dl using meter a. At 8:42 pm the meter result was 95 mg/dl using meter b. The customer believed the result of 95 mg/dl to be the accurate result.

Manufacturer narrative:
The evaluation method code was updated.